Event description:
The user facility reported to terumo cardiovascular group that during cardiopulmonary bypass they experienced issues oxygenating using the fx25 oxygenator while the patient was warming. No known impact or consequence to patient. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).